Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that the valve is permeable. Bloody liquid was flushed out computer controlled test: the results show that the valve operates within the accepted tolerances in the vertikal position. Adjustment test: the prosa was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found inside. To make the deposits in the valve more visible, they were colored using a staining solution. Result: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on the results of our investigation, we were able to detect deposits on the valve, which did not affect the technical properties at the time of the investigation. At the time of the investigation, we could not determine how the aforementioned clicking noises came about. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa (#fv100t) was implanted during a procedure performed in 2019. According to the complainant, the valve showed a malfunction and the patient described clicking that he could trigger by moving his neck. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 36 years; weight: 100 kgs; height: 185 cm; gender: unknown; same event as # 3004721439-2024-00011.